Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. Photo investigation: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ' 03.010.104 ,drill bit ø4.2 calibr l145 3flute f/quic " has broken pieces at the tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. However the provided evidence was not sufficient to confirm the reported event of "embedded device". Functionality and device interaction issues cannot be evaluated through a photo investigation. The overall complaint was confirmed as the observed condition of the drill bit ø4.2 calibr l145 3flute f/quic would contribute to the complained device issue. Based on the investigation findings, the ¿drill bit ø4.2 calibr l145 3flute f/quice¿ has ¿broken¿ because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 03.010.104-15. Lot number: 70402p7. The product was released on: 13 jun 2025. Manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure, the doctor, while drilling with the drill bit, hit the nail and the drill bit broke, leaving debris inside. There were no issues or complications for the patient. The surgeon completed the surgery without delay. The procedure was resolved with another drill bit, the same one included in the set. The patient had no complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.